Event description:
It was reported that the 2500 system had no power to the table. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The connection was repaired during the service call. The system was found to be working as intended and put back into service.